Event description:
It was reported that the physician was unable to interrogate the patient's generator. It was reported that the patient has experienced an increase in seizures. It is unknown if the increase is above the patient's pre-vns baseline frequency. The physician plans to assess the need for generator replacement at the patient's next appointment. Attempts to obtain additional relevant information have been unsuccessful to date.